Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. The aortic neck had angulation of 30 degrees. It was reported that the pt had disease progression with expansion in the diameter of the aortic neck. The pt had only gone to one follow-up visist in the 46 months the stent graft was implanted. It was reported that approximately 46 months post stent graft implant the pt presented emergently with CPR being performed. It was reported the stent graft had migrated, resulting in a type I endoleak which led to the rupturing of the aneurysm. The pt was treated with another 2 aortic cuffs with a good seal. No additional clinical sequelae were reported and the pt is fine.